Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the esophagus during an achalasia ballooning procedure performed on (B)(6) 2021. During the procedure, the balloon burst. The procedure was completed with another rigiflex ii dilatation balloon. There were no patient complications reported as a result of this event.